Event description:
It was reported by service report that the mattress was missing. Mattress thrown out for infection control protocol and patient left side rail release latch is snapped off. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: mattress, handle.